Event description:
Hemosplit package was cut.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reve1127 showed no other similar product complaint(s) from this lot number.